Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales rep (csr) reported issues from offsite with the medium-large clip applier instrument not working. The isi csr received a text from the surgeon requesting to review the logs. The isi technical support engineer (tse) noticed a single engagement for the medium-large clip applier on universal surgical manipulator 3 (usm). The surgeon had also reported that the clips were falling out. It was not clear what brand of clips was being used. The isi tse suggested returning the instrument to isi for analysis. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed using a backup medium-large clip applier. The surgeon was using the instrument for the first time during that procedure and when inserted the instrument through a cannula the clips fell in the patient. The customer was not sure how many clips fell, however, they were all retrieved during the same procedure with no reported injury to the patient. The instrument was inspected prior to use and nothing out of the ordinary was observed. The customer was unsure of the type of clips that were being used however was going to try and find out. The surgeon worked quickly to get a backup and had about a 2-minute delay.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier was not functioning; an investigation was completed to determine the cause of this reported event. The isi fse called the site and was informed that the instrument will be sent back for failure analysis testing. No site visit was conducted. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The probable root cause of the clip applier not functioning cannot be determined based on the information provided since the instrument was not returned. This complaint is considered a reportable event due to the following conclusion: it was alleged that the clips on the medium-large clip applier fell inside the patient during a da vinci assisted procedure. The clips were retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the clips to fall. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.